Event description:
It was reported that thrombosis occurred. A left atrial appendage closure (laac) procedure was being performed as part of a concomitant procedure with an ablation. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected for use. After the ablation was completed the physician placed the pigtail catheter through the sheath and discovered what appeared to be a thrombus on the tip of the was sheath. The physician aspirated, but the thrombus was still present. The sheath was then pulled out of the patient body and fully flushed. The physician re-introduced the sheath into the body and no thrombus was noted for the remainder of the procedure. It was noted the active clotting time (act) was 400 for the patient. There were no further complications.